Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose was 170 mg/dl. The customer confirmed that the pump turned on when plugged into a power source. The customer continued to use the pump for insulin therapy.